Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient had the leads replaced in (B)(6) 2011 because they moved. Device records indicated that one lead was removed partial as of (B)(6) 2012. Ultimately, the date of removal was not clear. The patient did not communicate any issues regarding her device. The patient was wondering if they replaced the leads, if they would also have replaced the implantable neurostimulator (ins). Based on device records, the patient only had one ins implanted in 2009. The patient was wondering how long the ins would last. The patient stated she would call the doctor. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient received assistance from the doctor or manufacturer's representative and their concerns were resolved. The patient had an appointment date 2015-(B)(6).